Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, undersensing and an increased capture threshold were observed from the right atrial (ra) lead. The doctor suspected the lead was dislodged, therefore the lead was explanted and replaced to resolve the event. The patient was stable.